Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 tractip laser fiber was returned in one continuous piece. The fiber measured approximately 316.2 cm from the top of the connector which includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup that caused latent damage which manifested in failure during the procedure. Review and analysis of all available information indicated that the damage to the device is likely a result of handling during setup. Therefore the most probable root cause is adverse event related to procedure. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis console. According to the complainant, during preparation, it was noted that there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.